Manufacturer narrative:
Continuation of d10: product ID non-medtronic extra small curve guidewire (lot: unknown); product type: guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre- and post-implant balloon aortic valvuloplasties were not performed. The deployment starting point was the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of -4mm on the non-coronary cusp (ncc) and -2mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was -2mm on the ncc and -4mm on the lcc (minus meaning above the annulus). A non-medtronic extra small curve guidewire was used during the procedure. It was noted that there was left ventricular outflow tract calcium under the lcc that could have contributed to the dislodgement. Per the physician, the valves and the delivery catheter systems all can be excluded as a contributing cause to the death. According to the physician, it was unclear if the patient¿s underlying medical history contributed to the death. No autopsy was to be performed.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (j039073) was attempted to be implanted however after three recaptures without success, the valve was removed and replaced. A new valve (j049991) was loaded and implanted, however the valve dislodged into the ascending aorta following deployment. A third valve (j073252) was loaded and implant was attempted without success, therefore the procedure was aborted. The patient was taken to the intensive care unit (ICU) in stable condition. Two hours later, the patient went into cardiac arrest and was given 20 minutes of cardiopulmonary resuscitation (CPR) before passing away. The cause of cardiac arrest is unknown.